Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when slitting the catheter, it snapped part of the way along the shaft. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery catheter was returned in segments, and analyzed. Analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted that visual inspection found the shaft was damaged. It was kinked in various locations, and splitting showed a spiral slit. If information is provided in the future, a supplemental report will be issued.